Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported the patient¿s shoulder was ¿hurting really bad.¿ it was reported there was a return of symptoms. It was reported, the pump was not even working currently. It was stated, the issue started on 2013 (B)(6). It was reported, the patient was not getting pain relief. It was reported, the patient told their health care provider (hcp) and had it ¿refilled and everything,¿ but it still was not working. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.